Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was explanted, and new ICD was implanted. There were no patient consequences.

Manufacturer narrative:
Device was returned due to being in backup mode. The backup condition of device was verified when received. Analysis on the device image indicated the cause of backup was nmi trigger. The cause of nmi trigger was unknown, and the reset could not be reproduced. Longevity calculation, telemetry and output analysis were normal with no other anomalies found.